Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system lightning flash aspiration tubing (flash tubing), an indigo system flash aspiration catheter (flash catheter), a non-penumbra flush catheter (16fr), and a non-penumbra flowtriever system. The procedure was completed. There was no report of an adverse effect to the patient. On (B)(6) 2025, one day post-procedure, it was reported that the patient developed hypotension in the setting of low hemoglobin (hgb). At 9:58am the blood pressure was 113/70. At 11:45am the blood pressure was 83/54. Pre-procedure, the hgb was 12.1, one-day post index procedure, the hgb was 8.0. Two-day post index procedure, the hgb was 8.0. A blood transfusion was given. Low blood pressure was determined by the independent medical reviewer (imr) to be a serious adverse event with a possible relationship to the indigo aspiration system and a probable relationship to the index procedure. The event was considered to be resolved with clinical sequelae on (B)(6) 2024. Low hemoglobin was determined by the imr to be a serious adverse event with a possible relationship to the indigo aspiration system and a probable relationship to the index procedure. The event was considered to be resolved on (B)(6) 2024. The patient had a 90-day follow-up visit on (B)(6) 2025.